Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Hold mc. 09/10/2015.the customer reported discrepant results on the vidas cmv igm assay, false positive for cvm igm. Stated that the sample, (B)(4), was run twice on the minividas with two different lots. The results were positive and above the cut-off. The sample was sent to the reference lab and using architect the following results were shown: (B)(6). - cmv igm - negative result. The tests were also run on virion/serion. The cmv igm result was also negative there is no serological evidence of recent primary infection. The patient is (B)(6) years old female with septic perforation. Patient sample has been requested for submittal. Bioomerieux investigation will be initiated.

Manufacturer narrative:
Internal biomérieux investigation was conducted. The manufacturing batch records for vidas cmv igm assay were evaluated. Evaluation indicated two findings of nonconformance. The associated nonconformance investigations concluded each nonconformance to be a minor risk of impact to lot performance. The batches were released for distribution. Review of complaint records indicates no other reports of this issue for either batch ((B)(4)). Investigation testing included retained samples for each of the identified batches using the patient specimen submitted by the customer. Positive results obtained by the customer were reproduced for each batch. Testing of rheumatoid factor was negative with the waaler rose test. The remaining volume of returned patient specimen was too low to perform additional testing. Supplemental testing was performed using control specimens in association with retained samples of the identified customer batches. Expected results were achieved in conformance with specifications. Review of product labeling indicates "an interference may be encountered with some sera containing antibodies against components of the reagent. This is why the results of this test should be interpreted in the context of an overall assessment. In immunocompromised patients the detection of cmv igm can be difficult. The diagnosis of infection or non infection with cytomegalovirus in an immunocompromised patient should not be based only on the dosage of anti-cmv igm. The results of vidas cmv igm test should be interpreted taking into account the clinical context and possibly the results of other tests (viral culture, viral dna, cmv igg, ...). " the specificity of the vidas cmv igm kit is 99.41% with normal sera and 98.72% with potentially interfering sera. Based on the results of the investigation, the identified batches are performing within specifications.